Manufacturer narrative:
Literature reference: https://www.invasivecardiology.com/articles/13th-a nnual-complex-cardiovascular-catheter-therapeutics-advanced-endovascular-and-coronary (c3 2017-65). If information is provided in the future, a supplemental report will be issued.

Event description:
From the journal article: electrocardiogram performed by the ambulance service revealed inferior st elevation and the patient was brought to the cath lab within an hour of symptom onset. Coronary angiography revealed an unobstructed left system, but an occluded proximal rca. A non-medtronic wire was advanced to the distal vessel and an aspiration catheter run restored timi 3 flow revealing a critical proximal lesion and a severe mid vessel lesion. A non-medtronic bolus was delivered. The mid vessel was directly stented with a 3.0 x 12 mm medtronic resolute drug-eluting stent (des) and the proximal lesion was directly stented with a 4.0 x 18 mm medtronic resolute des. Coronary angiography subsequently revealed a type 3 perforation at the site of the proximal stent. Despite a period of balloon tamponade and reversal of anticoagulation with protamine, there remained a brisk leak; therefore, a 3.5 x 19 mm non-medtronic stent was deployed. A small residual leak remained and was treated with an overlapping 3.5 x 15 mm non-medtronic stent with good final results. No pericardial drainage was required.